Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The left ventricular lead exhibited high impedance and a loss of capture. No medical intervention was performed. The patient was stable post event and would continue to be monitored with routine follow-up.